Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-87845.

Event description:
(B)(6) 2014 11:58:40. (B)(6). First insertion had a bent * cannula. Last night he had a little bit of air in the reservoir. He changed reservoir and everything was fine after that. Still working on his basal rate. He tends to go lower than he should be. He did not contact the hl. Refused to be transferred. Sent an email to hl for documentation. (B)(4)